Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection : received an unopened unit of 4.0mm 6 flute barrel bur hollow formula and a small foreign material was seen inside the (B)(6). The probable root cause/s could be inadequate cleaning process, environmental conditions.

Event description:
It was reported that foreign material was found inside the sterile package.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that foreign material was found inside the sterile package.